Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded an fc 1003 indicative of battery voltage too low for the projected remaining capacity. Device data was submitted for engineering analysis which confirmed the power consumption was increasing in a gradual fashion. This appears consistent with capacitor degradation due to hydrogen gas content in the sealed pulse generator atmosphere. In addition, this device exhibited premature battery depletion (pbd). Device replacement was recommended and to return it for detailed analysis. Therapy delivery is currently unaffected. As of this time, this device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded an fc 1003 indicative of battery voltage too low for the projected remaining capacity. Device data was submitted for engineering analysis which confirmed the power consumption was increasing in a gradual fashion. This appears consistent with capacitor degradation due to hydrogen gas content in the sealed pulse generator atmosphere. In addition, this device exhibited premature battery depletion (pbd). Device replacement was recommended and to return it for detailed analysis. Therapy delivery is currently unaffected. As of this time, this device remains in service. No adverse patient effects were reported. Additional information received which indicated that this device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.